Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the ER with l anterior chest pain. Lead migration with left hemothorax causing right ventricular perforation due to lead migration. The lead was revised and remains implanted.